Event description:
It was reported by the user facility that the central control monitor (ccm) sometimes blinked. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00928 and 1828100-2014-00929.